Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and release criteria was checked. After release criteria was met the physician unscrewed the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. After the device was released it was noted that there was a thrombus present on the edge of the closure device. The physician did not perform any intervention or treatment for this. The patient was discharged from the hospital in a stable condition with no consequences as a result of this event.